Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed a pump stop event due to a driveline disconnect, consistent with the report of the patient performing a controller exchange due to an unknown alarm. The submitted system controller event log files contained relevant events from 08may2023 through 22may2023. Evaluation of the events from the initial controller showed that on 21may2023 at 18:49:07, the driveline was disconnected, consistent with the report of the patient exchanging their controller. Evaluation of the events from the second controller showed that the driveline was reconnected on (B)(6) 2023 at 19:31:06, approximately 40 minutes after the disconnection. Of note, although the site thought the time discrepancy between the events may have been due to the difference in the time settings between the two controllers, a specific cause could not be conclusively determined. Following the connection of the driveline to the new controller, the pump resumed normal operation without issue. The pump appeared to operate as intended at the set speed within the submitted log files while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) with no changes to the patient¿s plan of care. No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2023-03205 and 2916596-2023-03297. It was reported that on (B)(6) 2023 the patient believed they heard an alarm on the controller but no message was displayed. The log file showed that the patient lost power on (B)(6) 2023 and the emergency backup battery (ebb) engaged for support at 1:25 pm. The patient then switched to battery power at 1:32 pm. Log files also showed that at 6:48 pm on (B)(6) 2023, the patient was on battery power when the black power cable was disconnected. This disconnection caused a power cable disconnect alarm. At 6:49 pm, the driveline was disconnected, and the pump stopped as a consequence. The system controller continued to alarm until 6:51 pm. The patient exchanged their system controller. The new controller was not started until 7:30 pm, about 40 minutes after the old controller was disconnected. The patient connected the new controller to the driveline but did not connect to external power. The pump did not restart until external power was connected. The patient then connected to their mobile power unit (mpu) at 11:31 pm and changed to batteries at 7:19 am the next morning. The parameters were stable and the pump had been working as intended since.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.